Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided.

Event description:
It was reported that the implant at tooth site #29 was removed due to nerve damage. Pt has had numbness in the lower right lip and chin area since placement of the implant. We have obtained a cbct and it does not look to be near the nerve but as a precautionary measure we are going to remove this implant symptoms as a result of the event: numbness.

Manufacturer narrative:
Zimvie received one (1) t3pt5410, (t3 pro tapered implant 5/4mm (d) x 10mm (l)) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on its external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing cal6861 (due: (B)(6) 2025). DHR review was completed for the subject lot number 2120001439. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120001439 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: nerve damage¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.